Event description:
Caller alleging higher than expected inratio value. On (B)(6) 2013 inratio 7.0 repeat inratio 1.1. Time between testing unk. Patient's therapeutic range is: 2.0-3.0.

Manufacturer narrative:
Analysis of the client's data from repeat inratio testing revealed that the test result comparison did not meet precision criteria. Retain strip testing results met both accuracy and precision criteria. Product performed as expected. Root cause could not be determined from the info provided by the customer. As reviewed on (B)(6) 2013, 6 discrepant result complaints were reported for lot number: 315113 yielding a complete rate of 0.009%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action, no further action is required at this time. This issue will be subject to tracking and trending. Corrective action not required at this time, as no product deficiency was established.